Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out-of-range pace impedance measurements greater than 3,000 ohms. At a recent clinic visit on (B)(6), all rv lead diagnostics were stable and within normal limits. Additionally, there was no evidence of noise. Technical services (ts) discussed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).